Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and valve vegetation. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
This supplemental was created to correct the information on e. Initial reporter tab.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and valve vegetation. There were no additional adverse patient effects reported. The ICD was explanted.